Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received nine inappropriate shocks from t-wave oversensing on the right ventricular lead. The device had migrated from the pocket which then dislodged the lead from its original placement. The r-waves were then undersensed and the device oversensed t-waves causing the inappropriate shocks. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.